Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a lumbar spinal fusion. Additionally it was reported that the issue did not affect navigation.

Manufacturer narrative:
Analysis on the returned mouses resulted in no failure being found through functional testing and visual/physical examination. Analysis states that when used with a known good computer, the mouse was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: 9735001 wired mouse. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used post-operatively of procedure. It was reported that the mouse was working and then would just quit. They restarted the system and then the mouse would work for a brief period of time. There was no delay in the procedure and no impact on patient outcome.